Event description:
Found doa in bathtub. Pacer not functioning. Wet material in bath area with frayed electrical cords, and ungrounded power drill. We need help in determining if the pacer failed, or was damaged due to electrocution.